Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and bacterial infection.

Event description:
Healthcare professional reported "infection and capsular contracture baker grade iii" healthcare professional later reported "methicillin resistant staphylococcus aureus (mrsa)". This record is for the left side. Device was explanted and discarded.